Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid leak. The cylinders and pump were explanted and replaced. The reservoir remained implanted. There were no patient complications reported.